Manufacturer narrative:
Product event (B)(4). Method, results, conclusion: product requested for return but not received by manufacturer for inspection. (B)(4).

Event description:
During a generator changeout procedure where a plasmablade device was utilized to clear the pocket of scar tissue surrounding the leads and pacemaker, the physician noticed "nicks" in the outer insulation of both the atrial and right ventricular leads. The physician was not sure if the insulation issues were pre-existing or were caused by the use of electrocautery. The leads were at least partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.